Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported during a conversation with a clinician that a free flow event occurred on the medical surgical unit approximately a year ago. No patient harm was reported.